Manufacturer narrative:
Received one used 142560488 primary plum set for inspection. The 0.2 micron filter was observed to be wetted out at the inlet and outlet filter vents. The set was tested per product specifications. There was leakage at the outlet filter vent of the 0.2 micron filter from various locations. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: product received 8/4/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set where it was reported there was leakage on micron filter during infusion. There was patient involvement, however no report of patient harm.